Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The pelvic array broke on the clamp and cracked off when tightening and could not be used for the case.

Manufacturer narrative:
Reported event: the reported device is a pelvic array assy, catalog # 112230, lot# 19080814 with a broken screw. Device evaluation and results: not performed as the product was unavailable for inspection. Device history review: a review of the device history records shows that 50 parts with this lot number were manufactured, inspected, and accepted into final stock with no non-conformances on december 3, 2014. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 112230, lot #19080814 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode described in the complaint of a pelvic array assy, catalog # 112230 lot #19080814 with a broken screw could not be confirmed as the part was unavailable for inspection. Corrective action/preventive action: no action is required at this time. The device was no returned for evaluation.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. The pelvic array broke on the clamp and cracked off when tightening and could not be used for the case.